Event description:
The olympus representative reported on behalf of the customer, during a procedure, the bridge was swiveling during a case. After the procedure, at reprocessing, it was noted the bridge unscrewed apart. The two pieces of the bridge were dismantled and bioburden, possibly crusted blood, was found in the bridge. The facility took apart the other six (6) bridges and bioburden was found on the other six (6) bridges as well. No patient harm reported. This complaint is related to patient identifiers: (B)(6).

Manufacturer narrative:
Model #: 167 - 0103 or 162 - 0103 or 16z - 0103. Lot number was partially illegible. In speaking with olympus technical support via the phone, no troubleshooting was performed. The olympus representative stated the customer requested feedback from olympus on how to move forward, now that this bioburden was found inside the devices. The facility had owned the sets for multiple years and never disassembled them as the process was not indicated in the instructions for use. Since the issue had occurred, the facility had removed the bioburden from each bridge and were taking the bridges apart for each procedure to ensure the bridges were clean. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR (9610773 - 2022 - 00224). Upon further review, it was determined this complaint/report is a duplicate of MFR report number # 9610773 - 2022 - 00223.